Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During testing and evaluations, the unit would intermittently alarm "button stuck". The control lock button's led located on lower interface encoder panel would illuminate in and then the control lock button would not respond when being pressed. Once the unit was able to be power cycled, the service technician performed the button test. The control lock button would intermittently not respond when pressed. Installed a known good lower interface encoder panel onto the unit, and the issues were resolved. Vyaire medical replaced the lower interface encoder panel to address the reported issue.

Manufacturer narrative:
At this time, vyaire is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit's "lock control" was engaged and the customer was not able to unlock it while it was in use on a patient. The patient desaturated and the customer had to use alternate methods while the ventilator was not in use. The customer was able eventually reset the ventilator and it worked for the remaining of the flight.